Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the compressor assembly which resolved the issue. The fse then performed regulator calibration and compressor output test which passed per factory specifications. In addition, all functional and safety tests were passed per factory specifications, and the iabp was returned to the customer and cleared for clinical use. The first name of the initial reporter ihas been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a failure code #3. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
Full name of event site: (B)(6).

Event description:
It was reported that during routine pre-check of the cardiosave intra-aortic balloon pump (iabp), "power up test fails code #3 was generated. There was no patient involvement, thus no adverse event was reported.